Event description:
A customer reported receiving a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge and, with guidance from technical support, successfully added insulin to the cartridge and completed the loading process, allowing them to resume using the pump.